Manufacturer narrative:
It was reported that the morcellator handpiece was activated without requesting it. The morcellator handpiece is a passive device without any possibility to activate itself. The activation will be requested via the foot pedal. Therefore, we concluded the foot pedal to be the root cause for this issue - so the leading article of this report was changed to the foot pedal. The foot pedal was sent back to karl storz tuttlingen for further investigations. During the technical inspection, it was determined that the connection pin of the foot pedal is bent. This can cause a short circuit that activates the handpiece at the moment the foot pedal is connected. Based on the given facts, we have attributed the cause to a user error. Section to reflect the correct product information and evaluation codes. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in spain. It was reported that after enucleation with a laser, the morcellator had to be used. We made the connection just before entering the patient with the blade. The blade began to rotate without any drive. Finally, the doctor had to perform another procedure. Additional patient information is not available.